Event description:
During routine testing of the device at the repair center, the user observed error messages ¿f070,¿ ¿f233¿ and ¿f133.¿ the arterial blood parameter monitor interface card was replaced to resolve the problem. The monitor was originally returned for a standard reference sensor failure. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.